Manufacturer narrative:
Results evals: the investigation into this event was limited as no samples were returned for analysis. Investigation was therefore limited to the following sources of info: the product instruction of use leaflet. The complaint incident report form. Complaints history for this product. A review of the complaints history confirmed this to be the first complaint on the lot # and the first for this product series. A further review of manufacturing records confirmed the presence of a 12 hour inflation check carried out on 100% of this line. Root cause: without the event sample, it is not possible to assign a definitive root cause for this complaint. As the tubes were used successfully for many days likely due to user interface. This report has been logged for trending.